Manufacturer narrative:
Additional information: h6- type of investigation code: 3331- device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Returned product evaluation found the returned lens' length and diopter did not match labeled parameters. However, the returned lens' parameters matched labeled parameters for t2058704 (claim# (B)(4). The lenses were returned to switzerland a month apart from different clinics. Updated device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned dry in a microcentrifuge vial with residue and debris on product. Visual inspection found no visible damage. Returned lens is not the size stated in the claim. Dimensional width inspection found the lens to be within specifications. Dimensional length and functional inspection found the returned lens did not meet original values measured at the time of manufacturing. Claim# (B)(4)

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation. The lens repositioned but that did not resolve the problem. In a separate surgery the lens was exchanged with the same model, longer length and the problem was resolved. The cause of the event was reported as unknown. It has been noted that the surgeon selected a different lens size than that initially suggested by the icl calculation software. Therefore, there is not enough safety and effectiveness data to support implantation in this patient category.

Manufacturer narrative:
H6- investigation type code: 4110- lens work order search- no similar complaint event(s) within associated lots were found. H11- manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4)

Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned dry in a microcentrifuge vial with residue and debris on product. Visual inspection found no visible damage. Returned lens is not the size stated in the claim. Dimensional width inspection found the lens to be within specifications. Dimensional length inspection found the returned lens did not meet original values measured at the time of manufacturing. Claim# (B)(4).